Event description:
It was reported that the customer received an altitude alarm coded as 21a. There was no reported impact on the customer¿s blood glucose level. Actions included successful testing of the pump's functions, such as cartridge insertion and bolus initiation. No additional information was provided.